Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The cable segment stuck out in between the instrument's grips, approximately .0505. The cable broke under tensile loading. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, while suturing with the mega needle driver instrument, a cable snapped and became exposed. The instrument was removed from the field and another instrument was used. The surgical area was checked for debris, but nothing was seen. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.